Manufacturer narrative:
A request has been made to the account to have the involved esu evaluated by erbe [note: no anomalies were found in the device history record (DHR) of the device.]. If the generator is inspected/tested and an erbe equipment problem is found that may have caused or contributed to the incidents, then a follow-up report will be filed. Most likely, there were many factors involved with the reported events. The polyps in the cecum (a very thin-walled area) and them being very large were significant factors in the occurrence of the micro-perforations in the patients. Specifically, upon the intervention work in each patient, the remaining tissue of the bowl did not stay intact which resulted in the micro-perforation. However, a conclusive determination of the cause of the incidents is likely not possible.

Event description:
It was reported that two (2) incidents involving 2 different patients occurred with the electrosurgical unit (esu/generator) during a colonoscopy to remove a large cecal polyp from each patient as follows: first patient procedure the esu was used with a monopolar adapter cord, snare, and grounding pad. The esu setting used was forced coag, effect 2 @ 15 watts. A hot snare was performed on the large cecal polyp. The staff indicated that the physician used the blue coag pedal the entire time to remove the polyp. However, due to its large size, it took a considerable amount of time to remove the polyp. Everything appeared to be normal during the procedure and in recovery. The patient was discharged but complained of pain hours later. A CT scan was performed, and a micro-perforation discovered. The perforation resolved itself without intervention. Second patient procedure (date: on (B)(6)2024, patient i.d. (B)(6), 70 years old, non-hispanic/latino white male, 107 kg) . The esu was used with a monopolar adapter cord, snare, and grounding pad. The esu setting used was forced coag, effect 2 @ 15 watts. The doctor used the blue coag pedal (i.e., the forced coag mode) to remove the large cecal polyp. However, the time to remove the polyp was considerable. Nothing was unusual in the procedure and while the patient was in recovery. Therefore, the patient was sent home, but later returned to the medical center in pain. A CT scan was then performed. A micro-perforation was detected, but the perforation resolved on its own without intervention.